Event description:
Customer reported that she was hospitalized a year ago. Customer stated she was out of town and took her long to respond to insulin given by the insulin pump; something might have happened to the cannula. Customer stated that if something goes wrong and she doesn't have insulin in her system she goes high really quick. Customer also reported that she was hospitalized around (B)(6) 2013 due to high blood glucose around 700 mg/dl and diabetic ketoacidosis. Customer also stated that there was another event two weeks ago where her blood glucose was 235 before lunch and she took proper amount of insulin and it went up to 600 mg/dl within two hours. Her ketones were moderate to high; she treated with manual injection and went down to 400 mg/dl. Customer stated that she is using insulin pen now due to being concerned that she was not able to properly treat with the insulin pump because of site or set issues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.